Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 130 to 140 mg/dl. Customer reported that they were able to clear the alarm. Customer able to complete rewind. The troubleshooting was performed. Pump error alarm was not occur shortly after inserting a new battery. Pump error alarm was recurring during normal insulin pump use. The customer was advised that the pump will need to be replaced. The customer was to monitor the pump and that patient may continue to wear the pump until a replacement arrives. The insulin pump will be returned for analysis.